Event description:
The surgeon implanted an aq2010v silicone three piece lens but the haptic tore while being inserted. The incision was enlarged to remove the lens and sutures were required. The nurse stated that it was unk as to why the haptic tore. An mse-tm injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.